Event description:
Hcp reported withdrawal. The patient missed their refill. The pump had been empty. It was unknown for how long. The patient had been using oral baclofen. The patient relocated to another state. The patient was last seen for a refill on (B)(6) 2012. The alarm date was (B)(6) 2012. The patient was scheduled for her next refill on (B)(6) 2012. A family member reported that the patient wanted to discontinue intrathecal baclofen therapy (itb). The pump previously delivered lioresal. It was currently delivering compounded baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8711 lot# j11404r50, implanted: 2002 (B)(6), product type catheter. (B)(4).